Event description:
The site reported the following: a patient with a moderately tortuous and calcified mid to distal superficial femoral and popliteal artery presented to the hospital for an atherectomy procedure. The physician used a jetstream atherectomy set to treat the occluded vessel. After successful completion of the atherectomy procedure, the device stuck on the csi viperwire and was not able to be removed. The physician had to remove the jetstream catheter with the guide wire. No adverse event was reported.

Manufacturer narrative:
Quality assurance product analysis reviewed the information that was provided by the site. The jetstream xc-2.4 catheter that was in use during the event was discarded; therefore, no further investigation could be performed. Based on the limited information, we are unable to determine the root cause of the alleged issue. In the event additional information is obtained, a follow-up report will be submitted.